Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 15-sep-2023 h.6. Investigation summary: ten unused samples were provided to our quality team for investigation. The products were visually inspected and no damage or other defects were observed. Functional testing was performed in attempt to recreate the reported issue, in all cases the product functioned as intended, the needle retracted safely in the barrel without issue and no damage occurred to the needle or catheter. A device history review was performed for lot 3117899, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Based on our quality team's investigation, we cannot identify a root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter came apart when releasing the safety button and the needle pierced through the catheter. The following information was provided by the initial reporter: "coming apart when releasing the safety button and the needle went through the sheath... Add info received 1st customer response - what is the patient outcome? Are there any adverse events/serious injuries? No injuries - was there a delay of, or change in, the course of treatment due to the event? N/a - what type of procedure is being performed? Endoscopy - what was the medication/fluid in use at the time of the event? Normal saline 2nd customer response when opening the package some of the staff indicated the catheter came apart."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter came apart when releasing the safety button and the needle pierced through the catheter. The following information was provided by the initial reporter: "coming apart when releasing the safety button and the needle went through the sheath... Add info received. 1st customer response: what is the patient outcome? Are there any adverse events/serious injuries? No injuries. Was there a delay of, or change in, the course of treatment due to the event? N/a. What type of procedure is being performed? Endoscopy. What was the medication/fluid in use at the time of the event? Normal saline. 2nd customer response: when opening the package some of the staff indicated the catheter came apart."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.